Event description:
The customer reported to olympus technical assistance center (tac), the high-definition lcd monitor had a black image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the issue was addressed by correcting the input settings. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information in e2, e3 and g2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event (no image) occurred due to a setting mistake of the input port. A final root cause of this event was unable to be identified, as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.